Event description:
It was reported that a connector c35-o separated at the mating component during use. The following was reported by the initial reporter: "it was reported that the injector and connector detach on their own, and the patient did not have the clamp. Per attached: patients optima phaseal injector and connector detaches on its own. Patient stated that he was not sent home with an infusion clamp. Patient stated the issue started this morning at around 9am and he has been holding the injector and connector together so that he could get the medication. Per assessment, no leaking noted to the site on the bag. Pacx dressing is clean dry and intact. Cadd pump has 158.8 ml volume left and has 79 hours and 23 minutes remaining. Blood return checked and pac has positive blood return. 1357: called dr. ***** and informed him of the above. No new orders received. Patient is to continue with his infusion. Nurse changed the optima injector and connector. Dual nurse check done with ms. ********* ********, rn done. Infusion clamp applied. Cadd pump infusing well with voume at 158.3 ml. Discharged on a stable condition. Used phaseal connector and injector returned to pharmacy.".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a connector c35-o separated at the mating component during use. The following was reported by the initial reporter: "it was reported that the injector and connector detach on their own, and the patient did not have the clamp. Per attached: patients optima phaseal injector and connector detaches on its own. Patient stated that he was not sent home with an infusion clamp. Patient stated the issue started this morning at around 9am and he has been holding the injector and connector together so that he could get the medication. Per assessment, no leaking noted to the site on the bag. Pacx dressing is clean dry and intact. Cadd pump has 158.8 ml volume left and has 79 hours and 23 minutes remaining. Blood return checked and pac has positive blood return. (B)(4): called dr. (B)(6) and informed him of the above. No new orders received. Patient is to continue with his infusion. Nurse changed the optima injector and connector. Dual nurse check done with ms. (B)(6), rn done. Infusion clamp applied. Cadd pump infusing well with volume at 158.3 ml. Discharged on a stable condition. Used phaseal connector and injector returned to pharmacy."